Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location, and root cause without the sample. Based on the problem description, a likely cause is a spike to tubing connection leak. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.

Event description:
A user facility reported that during a massive hemorrhage protocol around the 18th product, the 3m¿ ranger¿ blood/fluid warming high flow set separated at the spike-to-tubing connection, leaving the spike in the blood bag. There were no reported injuries or medical interventions required as a result of the alleged malfunction.